Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The silicone connector did not detach from the tube, the balloon was then removed, once extracted we verified that there was too much friction between both connectors.

Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on 12/19/2023 and an evaluation was completed. The testing revealed holes that were made by some tool in the removal of the balloon, no other issues were found. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The silicone connector did not detach from the tube, the balloon was then removed, once extracted we verified that there was too much friction between both connectors.